Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure using the pulseselect catheter, the physician deployed the array too distally in the vein, resulting in the array bending and not fully extending on the handle afterward. The catheter was replaced by a medtronic product. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012476841 was returned and analyzed. Visual inspection showed that the catheter was received without a guidewire. The steering function was normal, allowing approximately the expected rotation of the distal catheter tip in both directions, but the slider was stuck. The capture device shape appeared normal with no unusual features. The spiral array was received extended and showed no issues. Mechanical verification of the steering and slide mechanisms was performed. Attempts to soften the guidewire lumen with disinfectant to address potential dried blood were unsuccessful, as the slide control remained stiff, limiting its full range of motion; however, the steering function was unaffected, with the distal catheter tip continuing to rotate as expected in both directions. The catheter was connected to a test catheter interface cable without resistance, ensuring a secure connection as both latches fully engaged with the catheter connector. The test guidewire inserted smoothly into t he catheter and secured firmly at the luer connection. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy deliveries were successfully performed. Hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. X-ray imaging showed entangled wires, and further dissection revealed kinked electrode wires in the shaft of the received catheter. In conclusion, the reported "spiral array kinked" issue was not reproduced or observed during analysis; however, the catheter did not pass the returned product inspection due to kinked and entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.